Manufacturer narrative:
Complaint number (B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. There was slack in the articulation cables causing the head to flop out of position. The distal portion of the handle weld had cracked from excessive force being applied to the shaft.

Event description:
It was reported by the sales rep. During a convergent and pro clip procedure, the head of the clip would not lock. They opened another clip to finish case. The case was delayed for thirty minutes and there was no patient harm.